Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer planned to use multiple daily injections as a backup insulin therapy. The customer was advised on necessary steps for handling the replacement and storage of the pump.